Event description:
The reporter/layuser contacted lifescan in 2008, alleging an incorrect carbohydrate calculation on the pt/layperson's (her daughter's) onetouch ping meter which was unresolved with troubleshooting. There were no allegations of harm, symptoms, or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Gender, dob, age and weight were not provided.